Event description:
The hosp reported that in the beginning of an endoscopic vein harvesting procedure when the device was outside of the pt's leg, the c-ring became loose and snapped in half in the harvester's hand. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review cannot be performed, because the lot # was not provided by the hosp.